Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that all buttons on the insulin pump had to press multiple times to work as well as insulin pump squirted out insulin during priming process. Customer's blood glucose level was unknown. Customer reported that insulin pump had alarmed with multiple random no delivery alarm and rewound process took longer and rejected new batteries. Customer stated that the backlight would went dim all the time. Insulin was losing date and time setting. Customer mentioned that the battery life was diminished. Insulin pump will not be returned for analysis.